Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during a procedure. Another device was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention .

Event description:
It was reported that the device was overheating during a procedure. Another device was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention .